Event description:
It was reported that the device was explanted and the right ventricular lead was capped. The device exhibited premature battery depletion (eri) after two test charges with increased charge times. Post explant, the device was noted to be back at normal battery voltage (non-eri). The lead exhibited loss of capture, increased thresholds, sensing difficulty, and high impedance (>2500ohms) after it was connected to the new device. No patient complications were reported as a result of this event.